Event description:
A manufacturer representative (rep) reported that the patient¿s device had a power-on-reset (por) parity error message. The patient¿s therapy reportedly stopped. The rep was able to clear the por at the time of the report. It was noted the situation would continue to be monitored. No further complications were reported. The patient's indication for use is parkinsonian tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.